Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported "the device went vent inop while in use". No patient harm reported.